Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was determined that integrated circuit, designator u2 was thermally sensitive and caused the reported issue.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device while monitoring a patient. A backup device was used. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the device, physio-control observed that the device would lockup and not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.